Manufacturer narrative:
On follow up medwatch this was incorrectly reported as (B)(4) 1996; should have been (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Received email from engineer on 29oct2015 stating both pairs of pliers were received missing small portions of cutting edge, made this complaint reportable. Device is an instrument and is not implanted/explanted. Manufacturing date unknown. A service & repair history/maintenance review was attempted. The investigation of the complaint articles indicates that the service history review: part no: 391.82, lot no: a7fa30, no service history review can't be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A service & repair maintenance review was performed. The investigation of the complaint articles indicates that the customer reported the item broke. The repair technician reported the cutting area was broken. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 23-oct-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that quantity two (2) of the wire-bending pliers 160mm broke during a patella wiring case. There was no surgical delay reported. Both pairs of pliers have small portions of the cutting edge missing. There was no harm to patient. The surgery was completed successfully. There is no additional information. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported two wire bending pliers (391.82 lots a7fa30 and 3927452) broke during a patella wiring case. The returned instruments were examined and the complaint condition was able to be confirmed as both pliers were found to be missing small portions of their cutting edges. A definitive root cause was unable to be determined, however, the failure mode is consistent with wear from repeated bending/cutting of 1.25mm and 1.6mm wire. Additionally, as 2.0mm wire is included in the set; although the wire bending pliers are not indicated for 2.0mm wire, it is possible that the cutting edge failure is the result of an attempt. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.